Event description:
No information accompanied the returned device. Previous information received indicates that the patient died; no date of death obtained. Physician follow-up provided no additional death information. The lead tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.